Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd894170 and gd894303 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 2 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The cause of the peritonitis was unknown. The patient was treated with fortaz (dose, route, and frequency unknown) and ciprofloxacin (oral, dose, frequency unknown) for the peritonitis. On a later date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis.